Manufacturer narrative:
The plate listed previously was used in conjuction with the implants listed below as a total construct for bone fragment osteotomy fixation and joint arthrodesis. In addition to the non union, the nitinol implant listed below experienced mechanical failure and the 28mm screw backed out of the plate. Nitinol staple implant - dynaforce himax implant pn-7115-1515kt, lot-500167, UDI-(B)(4); non-locking screws listed in next section. Plate non-locking screw - motoband cp non-locking screw 3.5mmx14mm pn-1500- 3514, lot 101314 UDI-(B)(4). Plate non-locking screw - motoband cp non-locking screw 3.5mmx22mm, pn-1500- 3522, lot 102347, UDI-(B)(4). Plate non-locking screw - motoband cp non-locking screw 3.5mmx28mm pn-1500- 3528, lot 500099, UDI-(B)(4).

Event description:
During routine follow up visit, it was discovered that a screw had backed out of the plate, the nitinol staple implant had experience mechanical failure, and the joint was not fused. Screw was removed during office visit on (B)(6) 2018. Revision surgery will be performed to remove the plate. Revision date has not yet been scheduled. Date of original surgery is (B)(6) 2018. Patient was non-complaint regarding post-op protocol. Patient has poor bone quality and is a smoker. X-ray image included.